Event description:
A 43 yr old white female g5p5 status post bilateral subglandular inframammary bilumen implants 10/83 for augmentation. Complains of right being larger and left decreased with right firmer. No history of trauma, systemic complaints of myalgias, arthralgias, paresthesias, fatigue, adenopathy, fevers, sweats, periodontal disease, neurocognitive problems, sicca, rashes, raynauds, thyroid, gastrointestinal/genitourinary problems etc. Pt otherwise healthy, nonsmoker. Exam positive for bilateral iii ptosis with left smaller about 75cc. Bilateral grade iii contracture with bilateral axillary lymph nodes left greater than the right. Symptoms 3/4/94 positive, for left deflation with brown staining capsule, mild bleed moderate cloudy yellow. This capsulotomy with trace calcium on left with mild histiocytes. Weight on left about 340 gms on right 370 gms.